Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of over 500 mg/dl. Customer had passed out and 911 was called. Customer had symptoms of vomiting. Customer was hospitalized for two days. Customer was hospitalized due to dehydration and syncope. Customer states that since sensor was not sending information to insulin pump, customer began to use manual syringe and blood glucose was elevated. Customer was not wearing insulin pump for thirty minutes before being hospitalized. While customer was hospitalized, healthcare professional advised customer that the reason for high blood glucose was due to customer needing long acting and fast acting insulin and it was not due to insulin pump.